Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed loss of prime warnings associated with a replace cartridge warning. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the loss of prime issue did not occur during the investigation. Force calibration testing was performed and passed. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left side of the grip pad. Additionally, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.